Manufacturer narrative:
The customer reported a patient was being transferred from the wheelchair to the bed when the liko multirall 200 engine detached from the ceiling support causing the female resident to fall into the wheelchair. Per the initial report, the engine fell on the patient, and the engine hit the resident¿s sternum. The resident was not injured. Multirall¿ 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall¿ 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. An inspection performed by hillrom found a damaged engine cover, which was replaced by the hillrom service technician, this has likely broke as a result of the fall and could not cause it. Testing of the latch attachment to the rail hook found no anomalies, and no defects were found in the two hooks. Based on the inspection performed, a device malfunction was ruled out. However, in this event the cause of the issue is unknown and end user related handling issues cannot be excluded. It is likely the reported event could contribute to a serious injury or death if it were to recur. Therefore, this complaint is considered reportable.

Event description:
The customer reported a patient was being transferred from the wheelchair to the bed when the liko multirall 200 engine detached from the ceiling support causing the female resident to fall into the wheelchair. Per the initial report, the engine fell on the patient, and the engine hit the resident¿s sternum. The resident was not injured. This report was filed in our complaint handling system as (B)(4).